Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information from the customer's mother that the customer passed away on (B)(6) 2021 due to cervical cancer. It was reported that the customer had complications from cancer and had to have surgery but never recovered. It was reported that in the weeks leading to the customer's death the customer was experiencing a fluctuation in blood glucose levels. It was reported that the customer's blood glucose levels at the time of hospitalization was low then it went "really" high and then it went back to low. The customer was wearing the insulin pump and then it was removed the day the customer passed. Other illness that may have led to the customer's passing was high blood pressure, gastroparesis, neuropathy, and the customer also wore a pacemaker. The insulin pump is not expected to return for failure analysis.